Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from an hcp via a clinical study on 2020-aug-27. It was reported that the etiology was updated indicating the event was possibly related to the device / therapy and possibly related to the implant procedure.

Event description:
Additional information was received from a healthcare provider (hcp) via a clinical study. The pump administered lioresal with concentration 2000 mcg at a dose rate of 439.86079 mcg/day. The patient¿s weight was 23.4 kg. Examination on 2019-(B)(6) revealed a flipped pump. The clinical diagnosis was pump inversion. The date of the event was 2019--(B)(6). It was indicated that the patient liked to be on the floor and roll around. The patient had a 20 ml pump before and it did not flip, so they had recommended switching the pump back to a 20 ml pump in hopes that the patient would not flip it while he was on the floor. Regarding etiology, it was noted that the event was unlikely related to the device/therapy and unlikely related to the implant procedure. The event resolved was without sequelae on 2019--(B)(6). The disposition of the explanted device was indicated as having been unknown.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8578, lot#: h913526709, serial#: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8578, serial/lot #: (B)(4), ubd: 19-nov-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-nov-19, information was received from a manufacturer representative (rep) regarding a patient receiving lioresal (2,000 mcg/ ml, 440 mcg/day) via an implantable pump for an unknown indication for use. It was reported the patient's pump was flipped and there was fluid in the pocket. Surgical intervention for pump replacement occurred. During the pump replacement, the catheter was found to have a cut near the connection site. A new connector was implanted. The issue was resolved at the time of this report. The patient's status was alive - no injury.

Manufacturer narrative:
Concomitant medical products: product ID: 8578, lot# h913526709, (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information as received from the device manufacturer representative indicated that the explanted devices were in the pos session of the hospital. No further complications have been reported.